Event description:
It was reported that the customer was unable to charge the pump after the pump usb port was damaged, leading to the pump shutting off. The customer's blood glucose (bg) level was 494 mg/dl. Customer was admitted to the emergency room (ER) for elevated bg. Customer was treated intravenously with fluids of saline and insulin, and was released from the ER the same day with the issue resolved and no permanent damage. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.